Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, preventing interaction with pump screen. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding actions taken by the customer or technical support to address the issue.

Manufacturer narrative:
In use at the time of the event:cgm model: g6.mobile os: ios / ios_iphone 14 plus / 2.9.1 / ios 26.1.